Event description:
It was reported that patient presented in clinic. A lead fracture was observed on the right atrial lead. It was noted that there were no other electrical anomalies or adverse consequences due to the fracture. The lead was capped and replaced during a scheduled generator change-out procedure on (B)(6) 2017.